Manufacturer narrative:
The customer contact reported there is no patient information available. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board was replaced to resolve the reported issue.

Event description:
The hospital reported an error message during case; vent failure manually ventilate. There was no report of patient injury.